Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had failed to turn on. A field service engineer (fse) reimaged station to version 1.6.1 after downloading the image and receiving the service ticket from customer. Upon arrival, all in one (aio) and communication sled connections were reseated, but the issue persisted. The fse verified server and windows network settings from another station before proceeding with the reimage. Station settings were configured to sync with the database, and auto-reboot functionality was tested successfully with multiple reboots. The customer verified proper operation of main, auxiliary, and tower. The technician confirmed functionality via the inventory application without any issues. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.